Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of over 600 mg/dl. Troubleshooting was performed by a health care provider and they observed that insulin was not being delivered from the cartridge and the pump time was off. Reportedly, the customer¿s kidneys are failing. Customer did not provide any additional information including the treatment provided to them nor discharge date.